Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Fracture of the medial femoral condyle post op. Patient required insertion of plate and screws to fix fracture.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: a traumatic fall of a patient is not a normal condition but a patient-related adverse event causing overload in the bone surrounding the device and this represents the root cause of failure by pp-fracture in this pi case. There is no evidence for any device-related malfunction in the current information neither would this be plausible given the patient fall as initiating event. There is no information on possible patient-related factors to increase risk on ¿falling incidents¿. This pi case is not device-related. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: medical records and clinical review indicated patient fell and trauma from fall led to periprosthetic fracture. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Fracture of the medial femoral condyle post op. Patient required insertion of plate and screws to fix fracture.